Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding. Physician located the bleed, applied pressure, and tied it off. This resolved the issue.